Event description:
The customer reported a leak in the expander. The expander was explanted but no information was given if it was replaced or if the treatment was completed.

Manufacturer narrative:
This report is being initiated following an FDA field audit recommending a complete review of past complaints. This filing is a result of that review.